Event description:
It was reported that this lead was dislodged, had impedance issues and there was drop in p and r waves. The patient was seen in clinic for device interrogation. The lead dislodgement was confirmed via x-ray imaging. The physician elected to do a left bundle lead placement and this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Event description:
It was reported that this lead was dislodged, had impedance issues and there was drop in p and r waves. The patient was seen in clinic for device interrogation. The lead dislodgement was confirmed via x-ray imaging. The physician elected to do a left bundle lead placement and this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was retracted and dried body fluid and tissue were noted in the helix housing. There were slightly stretched coils at 110 mm from the terminal end noted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.